Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted in 2006 due to scar tissue build-up. No other information was reported. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient initially had good therapeutic benefit but then experienced decreased sensation. Despite numerous programming efforts the implantable neurostimulator (ins) no longer provided any benefit to the patient. X-rays taken showed that the lead had migrated posteriorly. A surgical procedure was performed at which time it was observed that the lead appeared to be fixed to the bone and did not move when attempting to explant. The physician then cut the lead as close as possible to the outside capsule. A new lead was then successfully implanted. It was reported that the patient tolerated the procedure well and was transferred to recovery in satisfactory condition. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3886, lot# l93590, implanted: 2001-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 3031, serial# (B)(4), implanted: 2001-(B)(6), product type programmer, (B)(4).